Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 45 days after the dental implant was installed in intraoral region #28, it was verified its nonosseointegration. The 22 ncm of primary stability was achieved and immediate load was not executed. Patient presented bone type iii.